Event description:
It was reported the right atrial (ra) lead had noise which was causing automatic mode switch episodes. It was noted that the p-waves were not large, so the sensitivity could not be adjusted. The automatic mode switch feature was turned off and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.